Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated they were not able to manage to insert the expired sensor due to detachment of sensor parts while inserting into a serter. Customer reported issue with inserting the expired sensor. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.